Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) and stated that during a recent follow-up visit, review of the daily measurements revealed that the left ventricular (lv) lead has exhibited intermittent high pacing impedance measurements for four months. The clinician noted that one of the recorded impedance measurements did increase to greater than 2500 ohms a few weeks prior to the follow-up visit. However, during the in-office check, the lv lead impedance measurements, along with the threshold measurement, was within normal limits. Ts discussed bringing the patient back into the office to perform isometrics or pocket manipulations and other troubleshooting techniques to determine the integrity of the lead. No adverse patient effects were reported. An email was sent to the field representative in an attempt to obtain resolution to this issue from the clinic. However, the field representative was unable to obtain any additional information from the clinic.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.